Event description:
The customer reported they used simethicone when washing the olympus colonovideoscope several times, yet there is still residue after washing. The issue was found during a colonoscopy. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.